Manufacturer narrative:
Other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A manufacturer representative (rep) reported that when testing, the contact pair electrodes 2 and 15 had impedance measurements that were greater than 10,000 ohms and other contact pair electrodes were within range. It was noted that the patient was involved in a motor vehicle accident on (B)(6) 2016 and they had not had adequate coverage with either lead since then. This was considered to be a sudden change in therapy. Lastly, the rep stated that the patient met with their healthcare provider (hcp) on the day prior to the report and the hcp confirmed that the left lead had migrated/pulled down. On 2016-ec-15, the rep later reported that the high impedances could only be resolved through a lead revision but it wasn't determined that the patient was interested. If additional information is received, the event will be updated. Indications for use include: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.